Event description:
It was reported that a patient with an artificial urinary sphincter aus presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the pump connecting tube, so the pump and a cuff were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the pump connecting tube, so the pump and a cuff were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection of the cuff identified folds, not passing visual inspection; however, the cuff passed the leakage test. Visual inspection of the pump revealed that the pump tubing was trimmed down at the adaptor junction and was not returned for analysis, not passing the test. Leakage testing of the pump was successfully passed. Functional testing did not pass and showed that the pump failed the poppet pressure test, with an output reading below specification. The pump pressure specification is 14.4- 22.5 psi. Additionally, the pump failed the low flow test, with an output reading below pressure, which is out of specification. The pump pressure specification is equal to or greater than 2.1 psi. Based on the information available and analysis results, the allegation of a mechanical issue was most likely determined to be the pump failing the poppet pressure test and the low flow test, with output readings below specification from the functional test performed. Additionally, the allegation of tube - hole/perforated was not confirmed due to the pump tubing being trimmed down at the adaptor junction and not returned for analysis. A conclusion code of cause traced to component failure was assigned to this investigation.